Manufacturer narrative:
Olympus medical systems corp. (Omsc) investigated the device. However, omsc could not reproduce the reported phenomenon. The device history record indicates that the device has been shipped in conformity to the specifications. The exact cause of the reported event could not be conclusively determined. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image disappeared. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.